Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the manufacturing facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Following a successful device use on a pt, the customer installed a new charge pak (battery charger) to re-charge the internal battery. However, the device would not power on even though it displayed the ok symbol. The tab that held the lid down was reported to be loose. There was no pt use associated with the event.